Event description:
The doctor reported, that he placed a medpor coated tear drain implant. The doctor stated, that this was his first experience with implantation of a medpor coated tear drain. The doctor stated, the procedure was uneventful, but, and at early post-op, the implant had become dislocated. Upon removal of the medpor tear drain implant, the medpor coating separated from the glass tear drain. The doctor requested information on the implantation technique for the medpor coated tear drain. The doctor was sent information, and it was suggested that if he needed additional information, he could contact a surgeon with experience using medpor coated tear drains.

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria have been verified as complying with the medpor coated tear drain implant specification. A copy of the current medpor coated tear drain instructions for use is enclosed. This document accompanies each medpor coated tear drain. A copy of a power point presentation by ted wojno, m.d. Entitled "insertion of a medpor coated tear drain implant". This document was sent to the reporting doctor per his request.